Manufacturer narrative:
Qn# (B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported by clinicians at the hospital: leaking from ett tubes. It is taking a lot to fill the balloon, then the leaking issue arises." Additional information: the patient desaturated as a result of the defect. It is unknown what the percentage was. They were reintubated.